Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric lesion was located in the 1st diagonal branch and there was no tortuosity, no calcification and had a 90% stenosis. This was a case of in-stent restenosis (isr) of a non abbott stent. After pre-dilatation the voyager nc was advanced to the lesion and during the first inflation, the balloon ruptured at 14 atm. The balloon catheter was changed to a non abbott balloon catheter and the procedure was completed. Reportedly, there were no pt effects.

Manufacturer narrative:
(B)(4). Eval summary: the voyager nc was not returned for eval. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the info provided, the catheter was being used to treat a previously implanted stent with 90% restenosis, which may have contributed to the experienced rupture. Since there was no report of any leaks during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case it is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the pt anatomy, such that the balloon ruptured upon inflation attempt. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any non conforming material records associated with this lot that could have contributed to this report. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.